Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the berman catheter was inserted and while the contrast agent was injected into the catheter the contrast entered the balloon. As a result , the md removed the berman and inserted another catheter successfully. There was no reported patient death, injury, or complications. Medical / surgical intervention was not required. There was no reported delay or interruption in therapy. The patient outcome is fine.

Manufacturer narrative:
(B)(4). Additional information received stated that the ai-07135 was pre-tested successfully. The contrast medium used for the procedure was "optiray 350" and the velocity used to inject the contrast medium was 8ml/s. The md noticed immediately that the contrast medium was entering the balloon membrane. The balloon membrane did not burst. The md removed the berman in its entirety. Another arrow ai-07135 was used successfully. Device evaluation: a 5fr berman catheter was returned for evaluation. A set of x-rays were returned with the complaint showing the contract media entering the balloon while it was inflated. The recommended volume capacity of the balloon is 0.75cc. A 10ml syringe was returned connected to the injection lumen. Dried blood was noted at the tip of the catheter. A substance consistent in appearance with dried contrast media was found in the inflation tubing. The balloon was injected with 0.75cc using a lab-inventory syringe, but the balloon did not inflate; push back was noted in the syringe. The dried substance within the inflation lumen was blocking air from entering the inflation lumen. See other remarks section for continuation. Other remarks: clearing the lumen was attempted by soaking the catheter in hot water and flushing the lumen with air and hot water however, the lumen did not clear. The injection lumen was able to be flushed and aspirated with a lab inventory syringe. Per notification label delivered with the package, a viscosity of 8.4 mpa-s or lower is specified. The contrast agent (optiray 350) reported by the customer has a viscosity at 37 deg. C of 9.0 mpa-s, and as a result, the increased pressure required to inject the contrast agent may have caused the interlumen crossover. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of interlumen crossover is not able to be confirmed. A dried substance consistent in appearance with contrast media was found in the inflation lumen and the inflation lumen was blocked as a result. The root cause of how the contrast media entered the inflation lumen is undetermined.

Event description:
It was reported that while in the cath lab the berman catheter was inserted and while the contrast agent was injected into the catheter the contrast entered the balloon. As a result , the md removed the berman and inserted another catheter successfully. There was no reported patient death, injury, or complications. Medical / surgical intervention was not required. There was no reported delay or interruption in therapy. The patient outcome is fine.